Manufacturer narrative:
The field service engineer (fse) determined the event was caused by insufficient patient sample volume in the tube. The customer reran the patient sample with sufficient patient sample volume and no other issues were noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter received a questionable calcium gen.2 (ca2) result from multiple patient samples tested on the cobas c 303 analytical unit - emc. The reporter was able to provide two examples of discrepant results: the initial results were not reported outside of the laboratory as high results were observed in the line prompting the rerun of the patient samples. Sample (B)(6) the initial result was 12.5 mg/dl. The repeat result was 9.5 mg/dl. Sample (B)(6) the initial result was 12.4 or 12.5 mg/dl. The repeat result was 9.6 mg/dl. The repeat results were deemed correct.